Event description:
It was reported the keyboard is broken and the ECG (electrocardiogram) port is broken. The programmer was returned for thorough exam and repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported ECG (electrocardiogram) port issue; ECG connector found loose on the lem (link electronic module) printed circuit board assembly. Analysis also confirmed the reported keyboard issue; key (letter x) was missing on the keyboard. (B)(4).